Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a rash underneath the back therapy electrodes. The patient was given a cortisone cream prescription from his physician. The cream didn't help and the doctor recommended removing the device to let the irritation heal. During a follow-up, it was reported that the patient's irritation was still there but was improving.